Manufacturer narrative:
The customer¿s report of a filter leak was confirmed. Functional testing found that the filter was slightly misaligned within the body and there was a leak between the seams. The root cause of the leak was determined to be light seals on the filter which occurred due to build up on the heat stake during the manufacturing process.

Manufacturer narrative:
The affected product has been received and the evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
The customer reported that an extension set that was used for an infusion of lipids and d12 at 5.3 ml/hr leaked at the filter. The patient's blood glucose was less than 30 for 4 hours despite d12 boluses, however one hour after changing the filter his blood glucose increased to 127.